Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.0/+1.5/089 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: device evaluation: lens returned in a microcentrifuge vial with moisture on lens. Visual inspection found haptic tear. (B)(4).